Event description:
The customer reported the system will not power on. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker was reset and a plug was tightened. The system was then found to be operating as intended.